Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-sep-2023. [Additional information]: on 12-sep-2023, additional information was received. Per the additional information, the lot number of the emboguard balloon catheter was 0000201525. The surgical access point was femoral. A peel-away sheath was used. The vessel was relatively severely tortuous. The emboguard balloon catheter was inflated one (1) time during the procedure. The information indicated that the physician did experience the same or similar issue (it took a long time to remove the air) with the emboguard balloon catheter during the procedure as was reported during the device prep. The procedure was resumed to completion; the emboguard was not replaced and it was in the same position. There was no clinically significant delay in the procedure. No further information can be obtained. A review of the manufacturing documentation associated with this lot (0000201525) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 24-aug-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the initial examination of the returned emboguard device identified kinking of the shaft at 119mm, and a minor crush at 20mm. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum inner diameter (ID) check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the kink as the ball gauge or dilator could not be advanced past this point without resistance. Functional check of the balloon confirmed that there was no impact of the shaft damage on the balloon¿s ability to inflate/deflate. Additionally, balloon preparation steps as per device IFU confirmed the air could be removed from the balloon and inflation lumen. An attempt to recreate the resistance felt during tracking in the anatomy showed that advancement against resistance with appropriate support (i.e., dilator or inner catheter) is unlikely to cause damage to the shaft, however, advancement or pressure on the shaft against resistance while unsupported, may result in kinking. In the event description, the emboguard was supported by a 6fr inner catheter during initial tracking. The 6 fr inner catheter was subsequently exchanged to a simmons inner catheter for further advancement, before exchange to the intermediate catheter, microcatheter and guidewire. Based on the event description the physician did not try to advance the device while unsupported, however, it is possible that during the exchange maneuvers, axial pressure was maintained on the emboguard shaft in order to maintain its position in the anatomy. However, this cannot be confirmed. A review of the manufacturing documentation associated with this lot (0000201525) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Conclusion: the returned emboguard device shows visible damage (kink) at 119mm and (minor crush) at 20mm. The emboguard device shows no sign of other damage or deformation as a result of the complaint event. The returned emboguard device did not pass a minimum ID check as the ball gauge could not be advanced past the initial kink on the shaft without resistance. The complaint report detailed that during preparation ¿it took a long time to remove the air¿. In a recreation assessment performed as part of this investigation, balloon preparation on the returned device was performed as per IFU to remove the air, and no anomaly was observed. This aspect of the complaint is not confirmed. It was reported that there was resistance felt during tracking in cca, followed by impossibility to deliver intermediate catheter, microcatheter and guidewire through the emboguard. This aspect of the complaint is confirmed as the shaft was kinked, impeding the passage of the ball gauge and dilator, and therefore preventing the delivery of any ancillary devices. Event recreation showed that advancement against resistance while unsupported by inner catheter (e.g., if pushing the device during exchange) may be a contributing factor to device damage. However, the root cause could not be confirmed. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure that was targeting an internal carotid artery (ica) occlusion, the complaint device, a 95cm emboguard 87 balloon guide catheter (bg8795u / lot# unknown) was prepared in accordance with the instructions for use (IFU); it took a long time to remove air. The emboguard balloon catheter was advanced using a ¿35 wire¿ and a 6fr countdown jb2 inner catheter (medikit co, ltd). Resistance was felt at the common carotid artery (cca) and could not advance; therefore, the inner catheter was replaced with a simmons guiding catheter (merit medical). Then the emboguard balloon catheter was advanced to the distal cca, the inner catheter was removed. When the chikai 14 neurovascular guidewire (asahi intecc), phenom¿ 27 microcatheter (medtronic), and red 68 reperfusion catheter (penumbra) were inserted, they were pulled back and could not be advanced beyond the middle of the cca. The transition zone was stuck in the curve of the aorta, ¿and the force was not transmitted, so it did not advance to the distal.¿ continuous flush was maintained. There was no negative impact to the patient.